Manufacturer narrative:
Device evaluation: the complained 11910t was received on june 30,2025 at the manufacturing site and was therefore available for investigation. The investigation has been completed on september 11, 2025. During the inspection, the following was found: a visual and functional test was carried out on the endoscope. Instrument have normal wear marks on outer surfaces. Supply cable video plug elastomer cover is loose from plug metallic part. The shaft has slight delamination under strain relief. Push-pull wire bushing is detached from soldering. This led to the described failure pattern. The above conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed, and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate information. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: during the first intended use of the bronchoscope on (B)(6) 2025, it was discovered that the deflection control was not functioning. As a result, the surgeon was unable to perform the bronchoscopy, and the procedure could not be carried out. The procedure will need to be rescheduled. Due to the fact that the surgery had to be cancelled, this case is deemed reportable.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).